Event description:
A pt reported blood glucose results of 87 mg/dl and 110 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt also stated that with another vial of test strips, same lot number, the strip did not react with blood application. The confirmation dot was red and they felt the blood only seeped through it. The pt did not report symptoms of high or low blood glucose and no medical attention was received. The customer care representative performed troubleshooting and the control solution test passed. Based on information obtained there is evidence the product malfunctioned.